Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient experienced an infection at the site of the implantable neurostimulator (ins) pocket. The patient had pain at the pocket site and was seen in their hcp's office and the infection was found. The hcp made the call to explant the lead and ins on (B)(6) 2015 and the issue was resolved. The patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.